Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
Pt. Required revision due to ¿hip-pain and suspicion of poly-wear-induced osteolysis¿ the patient's left hip was revised. Spoke to rep, a 28 -4mm taper vit head and alpha code p4 liner were explanted and a 10° 28mm p4 system 12 crossfire poly insert, v-40/c-taper adapter sleeve, and a 28 -2.5mm ceramic c-taper femoral head were implanted. Rep confirmed that no further information will be released by the hospital or surgeon.